Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the operating currents are within specification and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump squirted out insulin during the manual prime and that the piston continued to move forward after contact with the reservoir. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.